Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned to edwards lifesciences for evaluation. Visual examination was performed, and the following was observed: liner fully expanded and distal tip opened but torn. Score lines presented at the intended locations at the distal tip. Stretching material observed along the radial score line. Due to the nature of the event, no applicable dimensional or functional testing was performed. Imagery was provided, and the following was observed: distal tip of the sheath is torn. There is presence of tortuosity in the access vessel. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The sheath distal tip tear was confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by other manufacturing-related factors. Additionally, patient or procedural factors-such as challenging anatomy or non-coaxial advancement angles (patient had presence of tortuosity at the access vessel)-may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from italy by our edwards lifesciences affiliates, a distal tip tear of a 14fr esheath occurred during a transcatheter aortic valve replacement procedure with a 26mm sapien 3 ultra valve by right transfemoral approach. During the procedure, when advancing the valve through the distal segment of the esheath, significant resistance was encountered, which prevented the valve from exiting the introducer. Substantial force was applied to traverse the distal portion of the esheath, which subsequently sustained a partial structural failure. After that, the valve was successfully implanted in the intended position. At the end of the procedure, there were no issues with removal of the delivery system through the esheath+, and no resistance was encountered during removal. A distal tip tear was observed at the tip of the esheath+. The patient did not suffer any injury and was in a stable condition.